Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown versys femoral head 12/14 taper, p/n unknown, l/n unknown; unknown zimmer m/l taper, p/n unknown, l/n unknown; unknown liner, p/n unknown, l/n unknown; unknown cup p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05730, 0001822565-2017-05731, 0001822565-2017-05733 and 0001822565-2017-05734.

Event description:
It was reported patient has been admitted into the hospital and is currently in intensive care. Patient is on dialysis for kidney failure. Complications are reported to be related to previously hip revision. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR (B)(4).